Event description:
Healthcare professional (hcp) reports a pt reaction to the psn (polysynthane) membrane. The incident occurred during the first exposure to the membrane. The pt experienced nausea, vomiting, chest pain and shortness of breath approx 45 minutes into the hemodialysis treatment. The pt was treated with oxygen. The dialysis treatment was discontinued and the pt's blood was returned. The dialysis treatment was resumed and completed with an alternate membrane. The pt's symptoms improved per the hcp.